Event description:
Reporter states that on (B)(6) 2018 he had spinal cord stimulator implanted. Ten days later, he contracted pneumonia and was taken to the hospital. His physician called a medtronic tech to turn off the pt's stimulator. Pt is unsure if stimulator is off, he has contacted his physician who was unable to give answers. When medtronic was contacted, they gave little info. Pt is unsure if device is still functional. He is still suffering from pain. He is now seeking counsel from a malpractice attorney.